Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received five appropriate treatments and six inappropriate treatments. The device was started up at 07:25:30 on (B)(6) 2023. At 21:02:12, an arrhythmia was detected. ECG shows af @ 140 bpm with pvcs and motion artifact transitioning to vt @ 220 bpm. At 21:02:49, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was af @ 120 bpm with pvcs. At 21:03:29, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 21:05:06, the patient received the first inappropriate treatment. Self-converting vt contributed to the false detection. Rhythm at the time of treatment was vt @ 200 bpm self-converting to af @ 60 bpm 13 seconds before shock. Post shock rhythm was af @ 130 bpm with pvcs/nsvt and motion artifact. At 21:06:02, an arrhythmia was detected. ECG shows vt @ 220 bpm. At 21:07:51, the patient received the second inappropriate treatment. Self-converting vt contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was vt @ 190 bpm self-converting to asystole 8 seconds before shock. Post shock rhythm continued to be in asystole with unconducted p waves/intermittent cardiac activity for 31 seconds transitioning to sinus bradycardia @ 30 bpm. At 21:11:36, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 21:12:53, the patient received the third inappropriate treatment. Self-converting vt contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was vt @ 180 bpm self-converting to asystole 5 seconds before shock. Post shock rhythm was sinus bradycardia @ 50 bpm with pvcs. At 21:13:33, the patient received the fourth inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs/nsvt. Post shock rhythm was af with rvr @ 150 bpm with pvcs/nsvt. At 21:13:55, the patient received the fifth inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with nsvt. Post shock rhythm was af @ 140 bpm with pvcs/nsvt. At 21:11:36, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 21:16:27, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs/pacs. At 21:17:01, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was af @ 140 bpm with pvcs/nsvt. At 21:19:29, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs. At 21:19:58, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm transitioning to vt @ 210 bpm for 47 seconds. The vt self-converts to sinus bradycardia @ 50 bpm. At 21:26:17, an arrhythmia was detected. ECG shows nsvt with CPR/motion artifact. At 21:26:49, the patient received the sixth inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was af @ 140 bpm with pvcs/nsvt with CPR/motion artifact. The electrode belt was disconnected at 21:45:33 on (B)(6) 2023.